Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was received with 3 solution bags attached. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The solution bags received with the complaint sample were used in the device-device interaction testing. Visual and functional inspection identified a leak in the cassette sheeting. The cause was holes in the cassette sheeting. The cause of the holes was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette the cassette leaked. There was no patient involvement. No additional information is available.